Event description:
It was reported that hospital employee claims package was contaminated and some of the tyvek appeared to be peeling back at the edges of the rigid blister pack. It appears that the preloaded clip became dislodged from the jaws of the applier. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify " package was contaminated" and "tyvek appeared to be peeling back at the edges of the rigid blister pack" please provide pictures if available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.